Event description:
The native mitral valve posterior leaflet was preserved during a "standard" mitral valve replacement and the above-referenced valve was implanted utilizing 14 interrupted sutures. The valve was rotated 90 degrees into the antero-posterior position with the sjm holder/rotator when one leaflet (the right leaflet from the surgeon's perspective) "tipped out of its hinged mechanism at its lower end" and was "easily placed back into hinged mechanism with a pair of forceps". This event was also described as the leaflet dislodged from the orifice "at the bottom end so the leaflets were no longer parallel" and "moved medially". The valve was removed and a 31 mm sjm masters series mechanical heart valve was then implanted. However, this second valve was also subsequently removed due to a "surgical complication" and replaced with a cmi valve. It was reported the patient subsequently expired due to av dehiscence (left ventricular rupture). No additional info was received, including info regarding the 31 mm sjm valve, which was not returned and it's whereabouts are unknown, or the third implanted valve which was in place at the time of the patient's death. It also remains unknown if calcification was present in or around the annulus or if the posterior mitral valve leaflet was excised during the other implant attempts.

Event description:
A leaflet became dislodged during rotation and the valve was replaced. Additional information received indicated the valve was implanted utilizing fourteen interrupted sutures. The valve was rotated 90-degrees into the antero-posterior position when a leaflet dislodged from the pivot guard. A forceps was utilized to put the leaflet back into the orifice. The valve was removed and the 31 mmsjm valve was then implanted; however, it was also removed and replaced with another valve. The patient subsequently expired due to av dehiscence (left ventricular rupture). No additional information was received regarding the 31 mm sjm valve or the third valve that was implanted.